Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. One month later, a follow-up CT revealed the aneurysm size had decreased from 70 x 68 mm to 66 x 68 mm. On an unknown date in (B)(6) 2011. A follow-up CT revealed the aneurysm had increased to 70 x 68 mm. A type 2 endoleak was suspected. On (B)(6) 2012, the patient developed lumbar pain. A CT revealed that the aneurysm had ruptured. The patient underwent emergent surgery with y graft, and the excluder devices were explanted. The rupture was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this met all pre-release specifications.